Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing from the right ventricular (rv) lead. The rv lead was reprogrammed and the t-wave oversensing was resolved. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).